Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and polarity switch. The right ventricular (rv) lead exhibited low impedance and polarity switch. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.